Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing a bend. Based on the condition of the returned unit, the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Procedure started and progressed normally, kit gk402a was used. The 5mm bag deployed normally and was unravelled as per applied instructions. The specimen was placed inside the opening of the bag with a pair of fenestrated graspers, with no excessive force. The bag was partially closed (with the bead slipping back up into the introducer). The tether was taken off the introducer and the introducer was removed. Upon removal of the introducer it was noted that one of the metal prongs that holds the bag open remained behind (was still partially inside the bead). The prong looked to have broken off inside the introducer but wasn't seen until the introducer was removed. Patient status: patient did not incur injury. Type of intervention: unknown.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Procedure started and progressed normally, kit gk402a was used. The 5mm bag deployed normally and was unravelled as per applied instructions. The specimen was placed inside the opening of the bag with a pair of fenestrated graspers, with no excessive force the bag was partially closed (with the bead slipping back up into the introducer). The tether was taken off the introducer and the introducer was removed. Upon removal of the introducer it was noted that one of the metal prongs that holds the bag open remained behind (was still partially inside the bead). The prong looked to have broken off inside the introducer but wasn't seen until the introducer was removed. Patient status: patient did not incur injury. Type of intervention: unknown.